Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to oversensing. It was noted that patient has a concomitant pacemaker implanted which was recently changed out. There was no oversensing with the previous device. Technical services reviewed the pacemaker settings and discussed reprogramming of the pacemaker to mitigate further oversensing. No adverse patient effects were reported.